Event description:
According to the available information reported by our distributor partner endoctor, a 62 years old patient who had the prosthesis implanted on (B)(6) 2019 sought out his doctor on (B)(6) 2023 reporting that he could no longer inflate the prosthesis. The patient underwent an MRI exam through which the doctor found that there was no more liquid in the reservoir and the cylinders had collapsed. The patient then underwent surgery on (B)(6) 2023, when the doctor removed all components of the implant, reconstructed the penile corpora cavernosa and implanted a new complete prosthesis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to the inability to inflate the prosthesis. MRI revealed that there was no more liquid in the reservoir and the cylinders were collapsed.